Event description:
Reportedly, a patient had a lead replacement due to rv oversensing on (B)(6) 2023. On the next day, noise on the atrial and ventricular channel was observed during on the egm of the sensing test without repercussion in markers (a and v). Past 3th day, that "noise" disappeared. As reported on 16 june 2023 the observed artefacts might be related to the used programming head cpr4. When using a cpr3 head no artefacts were observed.

Event description:
Reportedly, a patient had a lead replacement due to rv oversensing on (B)(6) 2023. On the next day, noise on the atrial and ventricular channel was observed during on the egm of the sensing test without repercussion in markers (a and v). Past 3th day, that "noise" disappeared. As reported on (B)(6) 2023 the observed artefacts might be related to the used programming head cpr4. When using a cpr3 head no artefacts were observed.

Manufacturer narrative:
Please refer to the attached analysis report.